Manufacturer narrative:
Device evaluation of charger (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the charger was resetting. Upon evaluation, there were intermittent connections at bga components u104 (pxa) and u1003 (pld) on computer / analog (ca) board (B)(4) . The cause of the resets is the intermittent connections. The root cause of the intermittent connections has not been positively identified. In addition, the charger was unable to recognize a battery pack. The cause for the failure was contamination on the battery pca and an open y1 crystal oscillator on the bedside pca. The open oscillator was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.